Event description:
Reference number: (B)(4).

Manufacturer narrative:
A maquet field service technician was on site and investigated the unit in question. He troubleshooted the device and could confirm the stated problem. According to the service order#: (B)(4), the technician performed as follows: "cleaned port and connection for arterial bubble detector by seating and unseating bubble detect 50 times and using compressed air. Re-seated arterial bubble detect and it felt like it was seating and locking into place the way it should and no longer received alarm regarding arterial bubble. Replaced broken venous bubble / flow detector part of old replaced part and also replaced cable for disposable. Complete repair with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use." The failure could be reproduced by the technician. Thus the failure could be confirmed. The most probable root cause is a dirty port and connection of the arterial bubble detector. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Device evaluation is still pending. Device was not returned yet. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
Arterial flow reading is changing intermittent during patient treatment. (B)(4).